Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibit no image during inspection for use. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is interrupted. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction no image and interrupted image was traced to system failure of printed circuit (ap) board and poor contact of connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.